Event description:
It was reported by the customer that when using the bd pyxis¿ es server, biometric identifier was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier failed. A technical support specialist (tss) initially contacted the customer and advised deleting and re-adding the affected user in order to re-register the fingerprint. The tss noted that this action would require assistance from either the health information technology team or the system administrator. Later, the tss spoke with the customer, who confirmed that the user had not yet been deleted and re-added. The customer mentioned plans to test the process once the user was available. The tss requested an update once testing was completed. Eventually, the customer confirmed that the user was able to log in successfully using biometric identification. The system functioned as intended after the technical support specialist resolved the issue.